Event description:
Blisters occurred post-treatment. Patient reported that she had experienced blistering during the last couple treatments. Second patient experienced superficial burns from same device, separate report being filed. (1222993-2013-00016).

Manufacturer narrative:
Patient had been tanning and this was reported to the clinician prior to treatment, but the time between tanning and the treatment was unknown. Clinician used yag to handle tanned skin. Patient was given samples of topicort spray.